Manufacturer narrative:
It was reported that the end-user experienced a skin reaction, initially described as a "rash," during product use and was admitted to a local hospital. Despite multiple good faith attempts the end-user was unable or unwilling to provide additional information to the manufacturer. No information related to diagnostic exams, medical interventions, or admitting diagnoses has been received by the manufacturer. No sample was returned to manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for hospital admission, and in an abundance of caution, this is medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction during product use and was admitted to a local hospital.

Manufacturer narrative:
The manufacturer received additional information from the end-user. Reportedly, the end-user experienced a blister which burst on the left side of his waistline on skin that was in contact with the underwear. He was initially evaluated and treated at an urgent care center prior to experiencing altered mental status which brought him to his local hospital's emergency department (ed). The end-user was diagnosed with cellulitis and sepsis and was hospitalized for wound treatment and antibiotic therapy. The end-user has been discharged home but is receiving home health care for dressing changes and is taking an unspecified oral antibiotic. If additional relevant information becomes available another supplemental medwatch will be filed.